Event description:
Clip applier misfire during procedure. No mention of misfire in procedural notes which states "at this point, we doubly clipped the cystic artery and duct and divided between the clips with scissors. The clips were inspected. There was no bleeding, no leakage of bile or other abnormalities. The gallbladder was fully dissected off the liver bed using the hook cautery. We maintained hemostasis along the way. The gallbladder was then placed in an endopouch and removed through the umbilical port site and sent as specimen. The umbilical fascia was closed using a 0 vicryl on a suture passer. The clips were re-inspected and were intact. The gallbladder bed was inspected and no bleeding was noted. No patient harm; discharged day of surgery.